Event description:
The event is reported as: during a laparoscopic nephrectomy procedure, the applier would not load the clip. No patient injury reported.

Manufacturer narrative:
The sample device was returned for evaluation. The results of the evaluation are not available at the time of this report. The results of the investigation are not available at the time of this report.